Manufacturer narrative:
Zimmer biomet complaint: (B)(4). DHR review and complaint history review could not be performed, as the lot numbers associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. A complaint history review by item number was conducted for the item dating back to 12 months from the complaint notification date. The complaint history review revealed that there are no existing non- nonformances /CAPA/hhe/d /ie/product holds for the reported device related to the reported event. DHR, sterilization, and complaint history review could not be performed, as the subject lot numbers associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint:(B)(4). Patient weight: not provided . Lot number, expiration date, unique identifier (UDI) number: unknown / not provided . PMA/510(k) number: additional numbers: k011028 k013227. Device manufacturer date: unknown . A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported the implants at tooth sites # 3, 28 were removed due to bone loss.